Event description:
Report received that the device shaft extension (cartridge impeller) on the end of the motor shaft was missing. The device was returned from clinical service to the user facility biomedical department. There was no reported adverse patient event associated with the device while in clinical use. Though requested no additional information was available.